Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a vns (B)(4) handheld computer was dropped, and that afterwards the buttons would not respond after a hard reset. Analysis of the returned computer revealed a loose cable on the main board. It is possible that drop trauma may have contributed to the cable being loose, but the presentation of the cable in the analysis lab is more indicative that the cable was likely improperly installed. After the cable was secured, no further anomalies were identified.